Event description:
During the index procedure four resolute integrity coronary drug eluting stents were implanted in the lad. Approximately 18 months post procedure the cec adjudicated that the patient suffered stent thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.